Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the valve of the vizigo sheath fell apart during prep. The caller replaced the sheath and the case continued without patient consequences. Additional information received indicated the sheath was being used on the patient. As it was being flushed, it was noticed that the sheath was leaking from the valve. The user immediately inserted a wire and replaced the sheath with a new vizigo sheath. The sheath was prepped correctly.

Manufacturer narrative:
On 10-feb-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the valve of the vizigo sheath fell apart during prep. The caller replaced the sheath and the case continued without patient consequences. Device evaluation details: the product was returned to biosense webster inc for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing from the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found separated from the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the separation of the valve. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).